Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, three devices had difficulty in toggling/unloading. The first one dropped the needle and the tech was unable to load another suture and had to open another device. The second device bent the needle and had to be replaced. The third device being used suffered a broken needle that fell into the patient. An x-ray was used to locate the disengaged needle but the broken needle was buried in the tissue and could not be recovered. The surgeon had to finish closing the vaginal cuff with another type of suture. The patient had to stay overnight for observation. The patient is alive with no injury.